Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that they were hospitalized due to hypoglycemia on (B)(6) 2019 & experienced hyperglycemia as well and insulin pump experienced an unexpected restart. The customer's low blood glucose was 31 mg/dl. Customer was treated with glucose tablets. Customer reported they were able to clear the alarm. Customer was able to rewind the insulin pump. Customer was able to successfully connect devices. Customer reported power loss pump error. Customer was able to successfully clear the alarm. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. Customer does not use auto mode. Customer was admitted into hospital as a result of low blood glucose. Customer does not alleged insulin pump was over delivering. Insulin pump may have over bloused. Customer was rolling in bed sweating cold after which he was brought to the emergency room first then was admitted. Customer¿s insulin pump was taken off at the emergency room. Customer was released today from the hospital with a blood glucose of below 200 mg/dl. The device will not be returned for analysis.